Event description:
The drain was inserted on the (B)(6) 2011, following abdominal pelvic surgery. They attempted removal on (B)(6). On (B)(6), while gently pressing around the drain tub, the white part of tube separated from the rest of the external drain. Patient underwent surgery on the (B)(6), (laparoscopic) to retrieve drain tube.

Manufacturer narrative:
Unfortunately, the customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. The device history record (DHR) showed no issue. The possible lots number reported were manufactured between (B)(4) 2010 and (B)(4) 2011. The DHR were reviewed in order to determine possible causes for the incident reported and found that all the operations were performed as per established procedures. The minimum tensile strength specification for the tubing is 750 psi. DHR of these tubing demonstrated tensile strength results of a minimum of 984 psi in testing performed. The minimum pull test specification for these drains is 5.0 lb. DHR demonstrated pull test results of a minimum of 14.6 lb (drain/tubing junction area) and 14.1 lb (perforated area) in quality testing performed. Inspection records for the raw materials used to extrude the tubing and mold the white flat section were reviewed and coa indicates that all test results are within specification limits, including tensile and tear tests. An analysis of the complaint trends demonstrates that this is the first time that we have received this type of report from this catalog in the last year. Root cause for the reported concern cannot be identified with the amount of information available. As preventive actions, the customer will be provided with a copy of instructions for use. According to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage."